Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding issues pt was having during pt's homechoice treatment. Hp noticed a pin hole leak in the pt line of pt's homechoice set during the initial drain of pt's homechoice treatment. After the alarm, hp ended treatment early and setup with new supplies as directed by the operational service rep (osr). Per hp, no pt injury or medical intervention associated with this incident.